Event description:
MFR verbally notified on 5/11/2009 that osteomyelitis may have occurred in an infant. Formal investigation did not produce detailed info until 8/5/2009 when MFR became aware of a diagnosis of osteomyelitis and osteolysis of the right femur occurred 2 months after insertion and removal of an ez-io io needle set. Initial report could not definitively identify that the needle set caused of contributed to the infection. Add'l investigation concluded the io may have contributed to the infection and is therefore being reported.